Event description:
It was reported by the rn that the intra-aortic balloon (iab) ruptured (fair amount of blood noted in the tubing). As a result, the iab was removed without incident, the patient remained stable. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). See MDR #3010532612-2019-00129 and tc #(B)(4) for related complaint involving the same patient and device. Teleflex did not receive the device for investigation therefore the reported complaint of iab blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: teleflex received the device for investigation therefore the complaint has been reopened. The reported complaint of iab blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4). See MDR #3010532612-2019-00129 and tc #1900068219 for related complaint involving the same patient and device. Teleflex did not receive the device for investigation therefore the reported complaint of iab blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that the intra-aortic balloon (iab) ruptured (fair amount of blood noted in the tubing). As a result, the iab was removed without incident, the patient remained stable. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). For related complaint involving the same patient and device see MDR #3010532612-2019-00129 and tc # (B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon (iab) ruptured (fair amount of blood noted in the tubing). As a result, the iab was removed without incident, the patient remained stable. There was no report of patient complications, serious injury or death.